Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) occurred during initial drain. The home patient (hp) found a hole in the heater bag. The sample was not available and the defect was not confirmed. There was no sample available for evaluation, so the complaint was not confirmed; however, per the complaint information, the cause of the se 2240 was due to air being sucked into the disposable. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The lot number is unknown, therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice unit . This event occurred during patient use during initial drain. The technical service representative recycled power cleared and explained alarm. The caller will discard supplies and finish with manuals. The home patient found hole in heater bag. The caller will call the registered nurse regarding the air detect alarm and being connected. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.